Event description:
A caller reported a cartridge alarm 20 with their insulin pump. There was no adverse impact to the customer's blood glucose level. In response, the technical support team confirmed the issue and decided to replace the pump. The customer, whose pump was still under warranty, was informed about the receipt of a pump with updated software and agreed to the procedures for returning the problematic pump. They understood the need to use manual insulin delivery temporarily, program their new pump settings, and connect their continuous glucose monitor to the replacement pump. The customer was provided with a return box and informed about the importance of returning the faulty pump within ten days to avoid charges.